Event description:
This report pertains to two of two devices used during the same procedure. Associated manufacturer report # 3005099803-2013-08187 pertains to the other device. It was reported that a boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, the patient was seen post-operatively on (B)(6) 2010, and presented complaints of stress incontinence. The patient had continuous follow-up with urology. On (B)(6) 2010, the patient was seen again and did not present complaints of uterine prolapse. The patient experienced dysfunctional voiding. A catheter was inserted to assist with the voiding. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.